Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The power supply was replaced. The system operates as intended.

Event description:
The customer reported that the image appears black and the kilovolt levels are maxed out on the 9800 system. No pt injury was reported.